Manufacturer narrative:
(B)(4).

Event description:
It was reported that water didn't travel down the handpiece. The issue was solved with a backup device and there was no delay.

Manufacturer narrative:
The device intended for use treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence, that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found no faults, establishing no relationship between the device and the reported event. The probable causes may include obstructed fluid supply. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.